Event description:
The distributor reported the following incident on behalf of the user facility: prior to being used, the user facility flushed the device. The user facility reports that there appears to be a blockage.

Manufacturer narrative:
The product has not been returned for evaluation. The device history record has been reviewed and found no anomalies. Further investigation will resume upon receipt the product.